Event description:
The pt was being supported with a paracorporeal ventricular assist device for acute support. The chief perfusionist reported that the primary console was alarming "motor disconnected" despite the motor being connected. The speed went to 0 and flow read ---. Upon seeing the alarm message, the chief perfusionist rebooted the primary console by turning it off and powering it back on. Once rebooted, the console immediately starting alarming with "motor disconnected. The pump was transferred to the back-up console and back-up motor. When powered on, the back-up console started alarming "system fault", "flow signal fail", "battery charge fail" and "battery maintenance required" (despite battery maintenance having been performed recently). The hospital staff connected the backup motor to the primary console and the "motor disconnected" alarm recurred. While attempting to diagnose issue, a burning smell was reportedly detected to be coming from one of the set-ups. Both motors were on arm brackets and the consoles were reportedly well ventilated on the cart. Motor was reportedly making a faint pulsing alarm sound when plugged into the primary console. Add'l info indicates that the patient was going to be weaned from support and when the hospital staff couldn't get the primary consoles restarted, they clamped the pt off of support and the patient did fine. No harm to the patient was reported during this event.

Manufacturer narrative:
Usage of the device: the usage of the primary console is not known to the MFR as the device is not labeled for single use. The suspect primary console was returned to the MFR for eval. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.